Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while she was in the process of changing her infusion set and had not fully connected it, the infusion set's tubing came apart. The location of detachment was site to connector tubing. The site location was abdomen and the patient did not have the pump on her. Reportedly, the infusions were stored in the bedroom closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Upon investigation of the returned used device (1 set), it was found that the tubing was detached from the tubing connector (missing glue). Furthermore, a drop of glue was found on the tubing connector. No further information available.